Event description:
It was reported that a balloon rupture occurred. On an unspecified date, an unknown stent was implanted. In february 2023, in-stent restenosis was noted in the 90% stenosed, moderately tortuous and severely calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon first inflation at 7 atm for 10 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.